Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the central nurse's station (cns) was in comm loss with the telemetry transmitters and that the remote network station (rns) was showing comm loss on all tiles as well after performing a generator test, which also powered down the servers. After resetting both servers, communication at the cns came back online and the rns followed shortly after, resolving the issue. No patient harm was reported. Service requested / performed: troubleshooting. Investigation summary: comm loss is an error message displayed on individual bed tiles on the cns that alert clinicians that the connection between the cns and the device its monitoring has been lost. The customer indicated that the communication loss issue occurred after a generator test. They stated that the generator test had caused the servers to go down. After the customer had restarted the servers, the communication loss issue on the cns, as well as the rns, was resolved. Based on the available information, the most probable cause of the issue is power loss. Furthermore, available information does not suggest that there was a malfunction of the device.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) was in comm loss with the telemetry transmitters and that the remote network station (rns) was showing comm loss on all tiles as well after performing a generator test, which also powered down the servers. After resetting both servers, communication at the cns came back online and the rns followed shortly after, resolving the issue. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) was in communication loss with the telemetry transmitters and that the remote network station (rns) shows communication loss on all tiles as well. They did a generator test and powered down the servers. After resetting both servers, the cns communication went back online and the rns followed shortly after. Issue was resolved. No patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional model information: concomitant medical device: the following devices were being used in conjunction with the cns. No model or serial number information was provided by the customer for the transmitters, so that was noted as no information (ni), as attempts to obtain information were made but information was not provided. Remote network station model: rns-9703-024 sn: (B)(4).

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) was in communication loss with the telemetry transmitters and that the remote network station (rns) shows communication loss on all tiles as well. They did a generator test and powered down the servers. After resetting both servers, the cns communication went back online and the rns followed shortly after. Issue was resolved. No patient harm reported.